Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7045677, UDI: (B)(4).

Event description:
It was reported that during a trial procedure wherein the physician wanted to get the trial leads higher to cover patients new pain area, it was found out that the old lead was in the way and would not allow the trial leads to pass further up the epidural space. The physician opted to explant the lead and implantable pulse generator (ipg). The explanted products were discarded per hospital policy and patient was doing well postoperatively.